Event description:
It was reported that a symptomatic patient presented for a follow up. The patient experienced shortness of breath, fatigue, and bradycardia. The patient's pacemaker was unable to interrogate, exhibited no magnet response, loss of pacing, and the battery was completely depleted. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: h6 (type of investigation, investigation findings, and investigation conclusions).